Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd female ll adaptor had foreign matter. The following information was received by the initial reporter with the verbatim: the intend of this email is to notify that ICU medical received pn 31-1049 ¿luer female .104 od tube¿ from bd , 1 piece was rejected by production due to contamination, refer to photo provided by customer in original email. That has been provided with complaint notification. Please reference to the lot information below:

Manufacturer narrative:
Pr 9173083 - follow up MDR for device evaluation. The customer reported 1 piece was rejected for contamination, and a photo of the sampel was received, of material 1029-104-090 and batch 3129402. The set was visually examined for defects and abnormalities. The set showed evidence of foreign matter substance on the female luer. The complaint is verified. (B)(4) performed a further investigation on the photo, and found the contamination to be a material degradation creating black/yellow spot due to downtime and inadequate purging. The root cause for this can be related to inadequate startup of the mold after the downtime, and inadequate purging of the material. However, namc has established a control through autopurging routine during a downtime on the mold to avoid overheating of the resin inside the barrel causing material degradation. A quality alert was issued 21nov2023 to address the purging of the material when downtime is longer than 2 hours. This should prevent further issues. Namc performed a device history record (DHR) review on batch #3129402 for component 1029-104-090, which includes all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql's), were manufactured, and released according to applicable procedures and specifications. There were no qn's related to this condition for the material and batch combo. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Should there be any additional questions as it relates to this (B)(4), please contact your sales support representative, (B)(4). H3 other text : see h10 manufacture narrative